Manufacturer narrative:
Device serial number not provided by the customer. A follow-up report will be submitted upon completion of the investigation. Customer reported via # (B)(4). Additional information has been requested.

Event description:
A customer reported that a v60 ventilator was reading "inoperative ventilator". A (B)(6), male patient was being treated on with bipap on a v60 ventilator when they had a decrease in o2 saturation to the low 40's. The patient was removed from the bipap and was bagged with 100% o2 fio2 via ambu bag and his saturations improved. The respiratory therapist continued to bag patient until a new bipap machine was set up with the previous settings. The patient's o2 saturations were then stable at 97% with decreased work of breathing. Further information was requested.

Manufacturer narrative:
Date of report: 19sep2018. Date of manufacturer: 17sep2018. The customer did not report the results of the device evaluation. The customer did not report if parts were replaced. The ventilator is back in customer circulation.